Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel 375cc, silicone breast prosthesis experienced left-sided symptomatic rupture, and right-sided "not enough information" post procedure. The issue of rupture was confirmed by the health care professional. The patient wanted to open file for of extracapsular rupture on the left and concern about cancer, pending on MRI to see if biopsy will needed. The patient has a concern for cancer, but no diagnosis has been confirmed as of this report. As a result, patient underwent bilateral removal without replacements on (B)(6) 2023. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on february 03, 2023 indicated that the pre and post procedure showed left breast implant rupture, breast ptosis. As a result patient underwent bilateral full capsulectomies and mastopexy, as well as removal. The MRI examination showed left side has lump which is related to rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on april 12 , 2023: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 375cc breast implant was found to have a tear (tear a) extending in both views in the returned device, and a second tear (tear b) on the anterior view, measuring approximately 5 cm. Microscopic examination was performed on the edges of both tears and parallel striations were found in the whole area of tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. However, the cause of tear a could not be identified. Therefore a thickness measurement was conducted on the shell at tear a, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event in tear a, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Based on the information currently available, a microscopic examination of tear b in the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 31 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth uhp 375cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that the MRI examinations showed no mr evidence of malignancy, probable intracapsular rupture left implant, probable free silicone posterolateral to the left implant, intact right implant. The patient also underwent bilateral capsulectomies, and mastopexy due to ptosis. Manufacturer¿s reference number: (B)(4).